Event description:
It was reported that the lead integrity alert was triggered for emi (electro magnetic interference) noise presumably due to using lawn equipment. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).